Event description:
In the morning of the event pt could not move feet or legs. Pt had been in artrial fibrillation all night. Pt was admitted in the hospital. Pacemaker did not kick in. Device failed.